Manufacturer narrative:
Continuation of d10: product ID: afapro28 product type: balloon catheter; product ID: 2ach20; product type: mapping catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. Patient file(s) were received and recorded on the reported date of the event. The patient file showed 12 applications were performed using a catheter identified as afapro28 with lot number 21380. The patient file didn't show any system notices on the reported date of the event. In conclusion, the clinical issue (torn septum and hypotension) occurred during the procedure with no indication that the adverse event was related to the performance or a malfunction of the product. The reported clinical issues cannot be assessed through data analysis. The 12fcc20 sheath is still expected to be returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the 12fcc20 sheath with lot number 0012426565 was returned and analyzed. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. The lab test dilator was inserted into the sheath and retracted, without any friction. The lab test dilator was snap-locked to the sheath and was tight. Visual inspection and magnifying with a high-resolution microscope showed the valve housing was intact without any issue. The tip of the sheath was intact with no anomaly. The steering mechanism and deflection test were performed and no anomaly was discovered. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.07467 psig and in an acceptable range (should be between -0.3 and 0.3 psig). The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.00738 psig and in an acceptable range (should be between -0.3 and 0.3 psig). In conclusion, the reported clinical issues (septum defect and hypotension) cannot be assessed through data analysis and testing. The sheath failed return inspection due to a kink at the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a medical procedure involving the use of a sheath, a septal defect occurred following the removal of the sheath. Additionally, the patient experienced hypotension after an attempt was made to insert the ice catheter into the left atrium alongside the sheath. The catheter did not pass easily, leading to the sheath being pulled back to allow passage. The sheath's position could not be verified on ice, prompting it to be pulled back to the right atrial lead and then readvanced, after which the patient became hypotensive. This required medical intervention with boluses and a vasopressor drip. An atrial septal defect (asd) closure device was subsequently implanted to address the septal defect. The procedure was completed using cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.